Event description:
Caller reported experiencing multiple occurrences of a cgm error 42, which had been previously reported on the same pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and was informed that they would receive a replacement pump with updated software. Tandem technical support provided instructions for putting the pump into storage mode, programming settings into the replacement pump, and connecting the cgm. A replacement pump was sent to the customer, who was instructed to return the problematic pump to avoid additional charges.